Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
After a thoracentesis with drain placement procedure, the patient was being transferred from procedure bed to stretcher when the hub became dislodged from the catheter. The patient experienced desaturation and had to be put back on table for drainage catheter exchange under general anesthesia for the second time in one day. Additional information provided by the physician: the drain also got stuck in soft tissues when the staff was trying to replace it and ripped, necessitating a foreign body removal. The physician had to perform initial needle stick all over again. Patient had to go to picu (pediatric intensive care unit) post procedure for desaturation issues.

Manufacturer narrative:
(B)(4). Investigation - evaluation: during the course of the investigation, a visual inspection, along with a review of the complaint history, quality control, device history record, instructions for use (IFU), manufacturing instructions, trends, dimensional verification, and a drawing of the returned used and damaged product was conducted. A used and damaged catheter, along with another company's drainage tubing and fittings, attached to the hub were returned. The visual examination revealed the catheter was received with the hub in the closed position. The suture had been pulled from the hub and from the catheter shaft. The catheter shaft was in two pieces. The flare at the proximal end of the shaft appeared to be slightly small and flattened, but was within specification for flare size. The distal portion of the catheter shaft had blue suture tied to it, most likely from where the catheter was externally secured to the patient. The catheter shaft measured dimensionally to specification. The device was reviewed and it was confirmed that the flare was manufactured to specification. This device is shipped with an IFU, which provides device description and intended use as well as contraindication, warnings and precautions related to the placement and use of the device. Based on the information provided a definitive root cause could not be determined. Action has previously been initiated in a response to similar events. We will continue to monitor for similar complaints. Per the health risk assessment (hra) no further action is required.

Event description:
After a thoracentesis with drain placement procedure, the patient was being transferred from procedure bed to stretcher when the hub became dislodged from the catheter. The patient experienced desaturation and had to be put back on table for drainage catheter exchange under general anesthesia for the second time in one day. Additional information provided by the physician: the drain also got stuck in soft tissues when the staff was trying to replace it and ripped, necessitating a foreign body removal. The physician had to perform initial needle stick all over again. Patient had to go to picu (pediatric intensive care unit) post procedure for desaturation issues.